Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Subsequently, the patient experienced a humeral fracture requiring revision surgery. During the revision procedure, the surgeon revised the humeral stem, humeral tray, humeral liner, and glenosphere. The outcome is considered resolved. No further information is available.